Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room due to presyncope symptoms. The device could not be interrogated. The device was explanted and replaced. The patient died a few hours after the procedure. The patient's potassium levels were double their normal values. It was determined that the high potassium levels caused failure to capture due to high capture threshold. The reason for high potassium levels is unknown. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown.